Event description:
It was reported a 25mm 11500a aortic valve was explanted after approximately 2 years due to high gradients and stenosis (mean gradient 40 mmhg on echo). Patient presented to emergency department with a stroke. The explanted device was replaced with a 25mm 11500a aortic valve. Patient had mean gradient 6 mmhg after the case. Patient has been discharged.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.